Event description:
(B)(4). It was reported by an attorney that the end user was being pushed by a caregiver on a trsx56fb mechanical wheelchair down a ramp when the hand grips became detached from the back canes causing the unit to roll down the ramp. Allegedly, the patient died from the injuries sustained.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the end user was being pushed by a caregiver on a trsx56fb mechanical wheelchair down a ramp when the hand grips became detached from the back canes causing the unit to roll down the ramp. Allegedly, the patient died from the injuries sustained. No additional information was provided, and should we receive it, this file will be reviewed and a supplemental report submitted.